Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 9 years, 11 months due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is underwent a valve-in-valve procedure after an implant duration of 10 years, 2 days due to stenosis. The procedure was performed with non-edwards valve. This is a 67-year-old female patient.